Event description:
It was reported that sepsis did not recover at the time of the cerebral hemorrhage and the patient was treated with cefepime and teicoplanin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate ii left ventricular assist system (hmii lvas), serial number: (B)(6), could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline (dl) cut approximately 3.25¿ from the pump housing. A middle segment measuring approximately 10.0¿¿ and a distal segment measuring approximately 25.5¿¿ were also returned. The sealed inflow conduit (inlet extension, inflow conduit flex section, inlet elbow) was returned attached to the pump's inlet port. The apical sewing ring was returned attached to the inlet extension. The sealed outflow graft was severed near its hardware and returned attached to the outflow elbow, which was attached to the pump's outlet port. Approximately 3.0" of additional outflow graft material was returned. The outflow graft bend relief was returned detached. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Depositions were found in the inlet elbow, outflow elbow, and rotor inlet section. The depositions were stringy and better formed than coagulated blood. They did not appear tissue-like, and there was no evidence of laminated layering. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jun2019. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline (dl) cut approximately 3.25¿ from the pump housing. A middle segment measuring approximately 10.0¿¿ and a distal segment measuring approximately 25.5¿¿ were also returned. The sealed inflow conduit (inlet extension, inflow conduit flex section, inlet elbow) was returned attached to the pump's inlet port. The apical sewing ring was returned attached to the inlet extension. The sealed outflow graft was severed near its hardware and returned attached to the outflow elbow, which was attached to the pump's outlet port. Approximately 3.0" of additional outflow graft material was returned. The outflow graft bend relief was returned detached. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Depositions were found in the inlet elbow, outflow elbow, and rotor inlet section. The depositions were stringy and better formed than coagulated blood. They did not appear tissue-like, and there was no evidence of laminated layering. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that in the morning of (B)(6) 2021, the patient experienced encephalorrhagia in the right brain and died on (B)(6) 2021. On (B)(6) 2021, the pump was explanted.